Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient performed inadequate hand washing technique. Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s) in the same month as the onset of the peritonitis, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and cefepime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.